Manufacturer narrative:
(B)(4). Examination of the returned device finds the rubber compression ring is torn with material missing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that found in office set upon inspection. It was not used in surgery.